Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced to treat the lesion. A non-bsc balloon catheter was used for post dilatation. However, during inflation at 15 atmospheres, the stent got fractured. A 3.25x20mm emerge catheter balloon was used to help fix the fracture and the procedure was completed. No patient complications were reported and the patient's status was okay.